Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. Investigation summary: bd had not received samples, but two photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked female adapter causing leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of cracked product was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of cracked female adapter causing leakage based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that during use of bd vacutainer® ultratouch¿ push button blood collection set, there was a noticeable crack in the white plastic part at the end of the lancet causing air and blood to leak out, making it impossible to collect a blood sample on 13 devices. No patient or user impact reported.